Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with an unknown serial number. The initial result from the meter was 3.3 inr. The reporter retested after 20 minutes. The repeat result from the meter was 1.5 inr. The reporter stated that her meter is only giving her a result of 3.3 inr. She claimed that she had been obtaining a result of 3.3 inr for 3 to 4 consecutive days. She tests on the meter daily.

Manufacturer narrative:
The meter and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer.